Manufacturer narrative:
The device and stent initially performed as anticipated; however, underlying tissue compliance and vessel geometry impacted the ability for the stent to fixate.

Event description:
One 8 mm minima stent was used to treat a native aortic coarctation. After the stent was placed, final angiography indicated that the stent was placed in the target location. Routine post-procedural imaging identified that the stent migrated distally through the descending aorta below the diaphragm. Four days after the implant procedure, the patient underwent surgery to repair the coarctation. During the repair, the stent was removed. No device was returned for evaluation.